Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. All four tines were intact. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, a high capture threshold was observed on the right ventricular (rv) lead. The procedure was postponed due to the event. The patient was stable following the procedure and there were no adverse consequences.